Manufacturer narrative:
Coding update. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary urge incontinence and urinary/bowel dysfunction. It was reported that the agent asked patient if they still feel the stimulation and patient stated sometimes they do and sometimes they don't. Agent walked patient through how to connect the external devices to the implant. The patient was able to connect to implant and confirmed they were on program 3 at 1.1v. The patient confirmed therapy was on. The patient service (ps) reviewed therapy information and general programming guidance. The patient will make an adjustment on their own and monitor symptoms. Redirected to healthcare provider (hcp). The patient mentioned they have an appointment with their healthcare provider in april.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.